Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that issues identified with the concomitant attachment (5407120950a) potentially contributed to the bur break. Visual inspection confirmed internal corrosion. Corrosion can limit the rotational properties of components, and may cause or contribute to bur damage.

Event description:
It was reported that during a surgical procedure, the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.